Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Event description:
The customer received questionable parathyroid hormone (parathormone, parathyrin) - pth, intact results for three patient samples from modular core analyzer serial number (B)(4). The specific dates of testing were unknown. For each patient, the original plasma aliquot processed by the modular preanalytic analyzer (mpa) was tested twice. Plasma was then tested from a transfer tube. Plasma from a cbc sample was then tested. Refer to the attachment to the medwatch for all patient data. The customer was not able to provide the unit of measure. The customer did not know which result was correct. All of the results were reported outside the laboratory. The patients were not adversely affected. The reagent lot number and expiration date were requested, but were not provided. The customer declined a service visit as she did not feel this is an instrument issue.